Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 30 mg/dl at the time of the incident. The customer was at 54 mg/dl on the morning of the call, and 69 mg/dl at the time of the call. The customer was given honey, food, and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they keep waking with lows. Troubleshooting was completed and the pump clock was found to be incorrect. The customer had a snack before bed, was high, and gave a bolus before going to bed. The insulin pump will not be returned for analysis.